Event description:
The customer reported three erroneously elevated accutni results both within the risk stratification range and above the ami cut-off, for 3 patients using the laboratory's access 2 analyzer. In addition, the customer also obtained "no value" and "sys (system) flagged" accutni results for 3 additional patients using on the same access 2 analyzer. The results were not reported out of the laboratory, hence patient treatment was not impacted by this event. The "no value" and "sys flagged" results occurred in the midst of "wash pump/valve motion" errors in the analyzer's event log. Repeat testing on the laboratory's alternate access 2 yielded results within the normal reference range for accutni for 5 of the affected patients and a result within the risk stratification range for the additional patient. The samples were collected into a becton dickinson plasma tubes and had normal appearance. The samples were centrifuged at 4000 rpms for 5 minutes at room temperature. Controls were run before the incident and were within the customer's sd ranges. Review of qc results showed that level 3 qc was out of range (B)(4) on the date of event; however, this result recovered within the laboratory's established ranges upon repeat. All other levels of qc were performing within the laboratory's established ranges on the date of event. Additional system parameters (including calibration and system checks) were performing within assay/instrument specifications.

Manufacturer narrative:
On the date of the event, a field service engineer (fse) was on site to verify hardware performance in response to this event. The fse addressed the "wash pump/valve motion" errors by cleaning dried wash buffer deposits from the stator and valve seal; however, no defects or damage to these parts were noted. The fse replaced the lower seal on the wash pump piston assembly. The system was successfully primed, dispense volume checks were performed and were found to be within instrument specifications, a system check was performed and found to be passing within instrument specifications, and all levels of qc were performed and found to be recovering within the laboratory's established ranges. Although the fse did not address, or implicate, one specific hardware component as the likely failure mode , the "wash pump/valve motion errors" and the multiple affected patient results suggest a hardware/system malfunction.